Event description:
Asku

Event description:
It was reported that there was poor threshold observed on the lead after the helix was extended. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. The full lead was returned and analyzed. All conductors distorted in the medial section. Helix is distorted/bent and there was blood in/on helix mechanism. The lead is stretched and damaged at implant. Corrected: date device manufactured and operator code.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.